Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was lost co ntroller. Pt reported the device only worked for a little while. Pt did not remember if they were implanted in 2021 or 2022. Pt was implanted for pain. Patient changed positions and tried quite a few different things and it seemed to be more aggravating than helpful. At first it seemed like patient got some slight relief for the first 6 months. Even when patient turned up the stimulation it was more of an irritation. Pt also reported in (B)(6) 2024 pt started to drop weight. Pt lost so muchweight that ins now protrudes from under the skin and if pt was going to sit back it will get pinched between their rib cage and hip bones and causing pt more pain now than it helped at the beginning. It was really painful when pt tried to sit down and was getting pinched from inside out. Pt is going to try to get the implant removed. Pt is still figuring out why they were loosing so much weight. Pt had not charged the device for over a year and lost the controller and now needs to have a brain MRI. The patient was redirected to their healthcare provider to further address the issue. Pc made to patient. Patient reported the issue has not been resolved. The device stopped working: patient clarified they meant it stopped giving as effective relief as when they first got it. They stopped using the device for a while, and then tried using it again, and it was still not as effective as previously. The battery has since gone dead. The patient lost their controller, but needs a controller to show the device is in MRI mode as they need imaging/tests done for the unrelated strokes. Patient reported they lost about 75 lbs (declined to provide current weight as noted it was unrelated weight loss) and they think that is causing their problems. Patient feels the device physically pinching them when they bend in certain positions, and the device is visibly protruding. Patient is wanting to have the device removed (nothing planned/scheduled at this time) but has not made any progress as they do not know what to do about the missing controller. Patient requested additional assistance on controller replacement: agent reviewed sending request to pats, did not promise a time frame.

Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.